Manufacturer narrative:
On 31-aug-2025, additional information was received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. No blood return was observed and no needle was used with the sheath. The specified issue was air leakage with the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. DHR review: a device history record review was performed for the finished device lot number 60000607 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air leakage occurred. It was reported that during air removal, air was mixed in from the hemostatic valve of vizigo. There was no error code. The issue was resolved by replacing the sheath with another new one. The procedure was successfully completed. Additional information received indicated the issue was specifically observed in the hemostatic valve area. No air entered the body and no blood return was observed.